Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.1. Date: (B)(6) 2010; inratio: 1.9; lab: 3.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2010; 1st inr = 1.1, 2nd inr = 1.9, mean = 1.50, sd = 0.57, %cv = 37.71. Since 37.71% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio meter = 1.1 inr; reference = 3.3 inr; mean = 2.20; confidence limits = 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010. Inratio meter = 1.9 inr, reference = 3.3 inr, mean = 2.60, confidence limits = 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No corrective action is required at this time.